Manufacturer narrative:
The insulin pump was received with critical pump error and was unable to download due to corroded electronic assemblies. The insulin pump was received with corroded battery tube and corroded motor home switch. The insulin pump was received with cracked case corner of the belt clip rails near the battery compartment, cracked select button keypad overlay and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's health care provider reported via phone call that the insulin pump had a critical error. Blood glucose level at the time of the incident was not provided.